Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Still images from the case films were reviewed and it appears that the retriever core wire fractured in the most proximal helix loop, perhaps at the proximal end of the helix (i.e. Proximal takeoff). It did not appear that the microcatheter tip was positioned just proximal to the retriever loops as recommended in the IFU. In addition, the information provided by the site indicates that the device was torqued beyond the IFU limit of 5 revolutions maximum. The manufacturing records for merci retriever x6 devices that were shipped to the site, four lot numbers were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating a patient who presented with a blood clot in the left internal carotid artery (ica) occlusion. The physician made three attempts to retrieve the clot with the same retriever x6 device without being successful. During the third attempt, the retriever x6 fractured. The x6 devices were not torqued during the first two attempts. During the third attempt, it was torqued three revolutions in one direction followed by three revolutions in the opposite direction. The physician noted that the ica was extremely tortuous and the clot was adhered well to the vessel wall. The physician made several attempts to retrieve the detached x6 tip with l5 retrievers but was not successful. The patient died due to the large stroke. The physician indicated that no additional harm was caused by leaving the fractured segment of the device in the occluded vessel.